Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic external sheath was used during the procedure. Per the physician, the external introducer sheath may have contributed to the dissection.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter of the access vessel was 5.1 millimeter's (mm). Per the physician, the cause of the dissection was due to the tip of the inline sheath getting stuck when advancing the system. The dcs was moving along the external iliac artery, but the inline sheath tip was getting stuck at the junction of the common femoral and external iliac artery. Subsequently, immediate hemostasis by an iliac occlusion balloon followed by surgical repair of the vessel was performed as treatment. It was noted that there was calcium in the vessel wall that contributed to the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the same dcs was used during the second advancement attempt following surgical repair of the dissection. It was noted that the first attempt at advancing the dcs was with an external sheath, and after repair of the dissection, the physician tried advancing with only the inline sheath of the dcs. Per the physician, the guidewire used was a medtronic device, but the guidewire did not contribute to the dissection.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Upon insertion of the delivery catheter system (dcs), tension was felt while attempting to cross the right external iliac artery. It was observed that a dissection occurred. Subsequently, the patient underwent vascular surgery to repair the dissected iliac artery. Following surgical repair, it was attempted to cross the iliac artery again, however the dcs was unable to advance, and the case was ultimately aborted.

Manufacturer narrative:
Continuation of d10: product ID {evproplus-34}; product lot/serial number {k128894}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.